Event description:
It was reported that during a remote follow up, undersensing was noted on the device. Abbott technical support was contacted and the undersensing was suspected to be due to temporary loss of tissue contact with the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.